Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument tip is chipped. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to found to have a broken tube adapter. A piece approximately 0.114" x 0.077" in size was missing and not returned. Common cause of this failure is attributed to the user. The complaint was confirmed by failure analysis. .